Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had a dissection of the coronary sinus seen on the x-ray from the delivery catheter during implant. The patient was treated with medication. The status of the catheter is unknown. The patient was a participant in the model 20105 clinical study.no further patient complications have been reported as a result of this event.